Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Fluoroscopy imaging was performed; no anomalies were noted the rv lead was capped and replaced to resolve this event. The patient was stable.